Event description:
On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user was hospitalized for hypoglycemia on (B)(6) 2024, after being found unconscious. The event occurred prior to completing scheduled training on the ilet system. The user started using the ilet without scheduled support, and the exact precipitating events leading to hypoglycemia are unclear. The user was treated with IV fluids and sugar water. They were discharged from the hospital on (B)(6) 2024 and are now back on the ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. The dexcom g7 cgm sensor was experiencing a significant amount of variability and was frequently triggering "brief sensor issue" alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was potentially caused by increased insulin dosing from the ilet in response to rapid changes in cgm glucose levels that may have been inaccurate. This cannot be confirmed without blood glucose data, but previous examples of similar insulin dosing from the ilet did not result in hypoglycemia.